Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted

Event description:
It was reported that device is not rolling smoothly through mesher and ratchet handle is stuck to grafter during surgery. No harm or delay occurred.

Event description:
There was an additional skin graft needed. There were no additional sutures needed though however.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined pre-testing was not completed as the ratchet handle was stuck on the bottom roll. Replacement of the side plates due to damaged bearings, bottom roll, sliding pin, and ratchet gear was completed and the ratchet assembly was lubricated to resolve the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.